Manufacturer narrative:
No product was returned for evaluation. The report of a pump stop was confirmed based on the evaluation of the submitted system controller log file. The log file captured a low battery advisory alarms on (B)(6) 2017 at 2:50. At 4:31, the system produced low battery hazard alarms. These alarms continued through 5:27 when the system switched to the internal backup battery (ebb). The ebb also depleted and the system clock was reset. Due to the clock reset, the time frame when the pump was off could not be determined. The system was reconnected to a viable power source, and the pump reached the set speed and continued to run as expected through the end of the log file. Due to the complete loss of power, the clock was reset and the system produced yellow wrench alarms for "clock not set" until the end of the log file. A second log file was submitted for evaluation, which confirmed that the system clock was set on (B)(6) 2017 at 12:01, and no further atypical alarms were captured. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that interrogation of the lvad system during a routine clinic visit noted a pump stop event on (B)(6) 2017. The patient reportedly had fallen asleep with the lvad system connected to battery power. The patient reported being asymptomatic at the time of the event. The system controller log file data was reviewed by the manufacturer's technical services representative. Low voltage alarms began on (B)(6) 2017 at approximately 4:31 am. The alarms continued for approximately 1 hour until the external batteries were completely depleted and the system controller 11 volt lithium-ion backup battery (ebb) was activated. The ebb continued to power the system until it was also completely depleted. There was no power to the system controller and the pump stopped. After an unknown period of time, the system controller was connected to a viable power source after which the clock reset and the pump resumed normal operation. Based on the log file data, it could not be determined how long the pump was stopped. After power was restored, the log file showed the pump ran as expected with no atypical events recorded. No additional information was provided.